Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the eccentric and heavily calcified proximal left anterior descending (lad) artery. The 3.0 x 12 mm trek dilatation catheter was advanced into the patient anatomy to perform pre-dilatation. The balloon was inflated; however, the device ruptured at 12 atmospheres (atm). The device was removed from the patient anatomy without difficulty. No additional pre-dilatation was performed. A 3.0 x 15 mm xience xpedition stent delivery system was then advanced into the patient anatomy; however, due to the patient anatomy, the device was unable to cross to the target lesion and was removed without difficulty. A 3.0 x 15 mm non-abbott stent delivery system was then advanced and was deployed at the target site. A 3.0 x 12 mm nc trek dilatation catheter was advanced for post-dilatation and the balloon was inflated; however, the balloon ruptured at 14 atm and was removed without difficulty. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional device referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformance that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.